Event description:
It was reported that the insulin pump alarmed no delivery 5 times within the same month. The customer's parent stated that 1 of the no delivery alarms occurred during a bolus delivery, and the other 4 occurred during infusion set changes. The caller did not know the blood glucose reading. The caller advised that the alarms were all resolved by infusion set changes. The caller declined to return the supplies for analysis and was advised that the supplies would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.